Manufacturer narrative:
Device evaluation currently underway.

Manufacturer narrative:
The device was returned to edwards for evaluation and the reported condition was unable to be confirmed. Visual inspection of the returned device found the clamp lock to be locked into position at the 80cm depth mark. The balloon lumen was flushed with dyed water and there were no leaks found in the balloon. The outer diameter of the reinforced strain relief was measured and found to meet specifications. In the locked position, the blue clamp lock resisted movement along the strain relief. When the clamp was in the unlocked position, the clamp moved freely along the strain relief. Based on the available information root cause is unable to be definitively determined and a manufacturing defect is unable to be confirmed. It is possible that an unknown procedural factor could have contributed to the event. Manufacturing records were unable to be reviewed as no lot number was provided. The instructions for use and risk control measures are appropriate at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
As reported during use of intraclude device the locking clam was not secure. The device was prepared and used as per dfu recommendations. The surgery was started when the team checked good position and good occlusion of the device. Left atrium was opened and atrial retractor was placed without issues. Dry operating field. Balloon position was double check trough the incision, at this moment the surgeon started with the sutures. After a few minutes blood was coming in operating field en root pressure was increased >20mmhg. The balloon was repositioned and locked the blue clamp. No more blood in operating field and normal root pressure. 5-10 minutes later blood was again coming into the operating field and increased root pressure, that required new reposition of the balloon. This happened several times and the perfusionist and surgeon noticed that the blue locking clamp was moved. The distance between the white hub with log edwards and the blue locking clamp was smaller. They checked this and they saw that due to the retrograde flow the balloon was pushed towards the aortic valve, causing high root pressures and blood entering in the heart. The blue locking clamp was not functioning well. It moved over the intraclude and didn¿t stabilize the intraclude against the side arm of the endoreturn. The intraclude shaft was wet and it seemed to get better when they dried the intraclude. The nurse fixed and hold the intraclude during the rest of the procedure. Patient is ok, no issues or problems reported.